Manufacturer narrative:
The reported unintended movement-clip open-efaa could not be confirmed via returned device analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a cause for the reported unintended movement-clip open efaa could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report clip open- efaa. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (fmr) with a grade of 4+. The clip delivery system (cds) was advanced to the mitral valve and after grasping the leaflets, the cds failed to establish final arm angle (efaa) three times. The clip was removed still attached to the cds and a new clip was implanted successfully, reducing mr to 1+. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.